Event description:
It was reported that the handpiece was about to be used during a fundoplication procedure, was tested with a test tip and had power drop and emitted noises. Case completed with another handpiece. No pt consequence.